Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient they could not talk because they were on there way to the ER (emergency room). It is unknown if the product was the reason for going to the ER. Follow ups were attempted but no new information was provided.